Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the customer was recently sick and while she had the virus, her blood glucose was very high in the 400's mg/dl. Customer had positive ketones and was in contact with her health care professional throughout the illness. Caller stated that the customer is now better and her blood glucose readings are back to normal. Caller stated that she is confident that it had nothing to do with the equipment.